Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification. During visual inspection, a hole was observed at the port seal on the matte side of the bag. During leak function testing a leak was observed from the hole in the device. Clear passage and clamp function testing were performed with no issues noted. The cause of the leak was the hole in the bag; however the cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the capd disconnect y-set leaked after draining. There was no patient injury or medical intervention associated with this event. No additional information is available.